Event description:
It was reported that during a video assisted thoracoscopic esophagectomy procedure, the active blade broke off partially in the mid of the surgery itself. The broken active blade did fall in the patient. It was retrieved by means of a laparoscopic grasper. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.